Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter, temperature was not showing on the stockert and char was found on the tip of the catheter. During procedure, temperature stopped displaying on the stockert and when the catheter was removed from the patient¿s body, char was found on the tip. It was a small band between electrodes # 1 and # 2. This happened during an irrigated ablation; ablation delivered at the same site was for 21 sec. The issue was resolved by exchanging the catheter and the procedure was completed. There was no patient consequence. The physician did not consider that the char was excessive. Settings during the event include: generator under power control mode at 30 w., temperature at 50 c degrees and flow rate at 30 ml/min. Due to the char found on the tip of the catheter, it was determined for this complaint to be reportable. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions, no char was observed on catheter. Then per the reported event, the catheter was tested and it passed temperature and generator tests but failed electrical test since electrode 2 did not show continuity. The catheter was dissected and it was found that the wire was broken. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition about the temperature issue cannot be confirmed. The cause of the char remains unknown. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. On november 24, 2014 the analysis has begun but is not completed at this time. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter, temperature was not showing on the stockert and char was found on the tip of the catheter. During procedure, temperature stopped displaying on the stockert and when the catheter was removed from the patient¿s body, char was found on the tip. It was a small band between electrodes # 1 and # 2. This happened during an irrigated ablation; ablation delivered at the same site was for 21 sec. The issue was resolved by exchanging the catheter and the procedure was completed. There was no patient consequence. The physician did not consider that the char was excessive. Settings during the event include: generator under power control mode at 30 w., temperature at 50 c degrees and flow rate at 30 ml/min. Due to the char found on the tip of the catheter, it was determined for this complaint to be reportable.